Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the ventricular channel. The noise could not be reproduced with provocative testing. Physician has not taken any action. Patient was scheduled for follow-up and is in good condition.